Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during a right colectomy procedure, the stapler did not open after it closed, it was articulated and closed and did not fire. It was impossible to open the jaws, was the first firing with golden recharge. The surgery was due to open convert from laparoscopic to open the stapler. It was in a right colon. The surgery was prolonged by an unknown amount of hours. The surgeon had to convert to open surgery and used open cutter. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.